Event description:
It was reported that the touch screen is cracked and the display does not show a clear image. No impact on customers' blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.